Manufacturer narrative:
A ge svc rep tested sys, reviewed error logs and could not duplicate the issue. All 3 ac plug contacts were found loose inside of the plug. The plug connectors were tightened. The workstation boards were reseated. The fluoro footswitch bag was possibly interfering with footswitch action causing incomplete release of pedal. The operator was instructed on placement of footpedal bag. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that when releasing the fluoro button, the 9800 sys continues to fluoro during a case. The procedure was completed. No pt injury was reported.